Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that both of the monitors never came on when the system was booted up. This issue would prevent the live image from being viewed, thereby making the system unusable. There was no pt injury or death reported.